Event description:
Event description guidant received information that the patient with this heart rate was reportedly observed to drop into the 20's on external monitoring equipment. Technical services advised that the patient's cardiologist should be consulted and that the device needed to be checked out. It was later reported that this patient died three weeks later for an unknown cause.